Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on 2 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 06-feb-2026. Investigation summary: bd received 6 samples and a photo for investigation. The photo shows two devices with the hub separated from the collar. All 6 returned samples were inspected for hub/collar separation and defective locking mechanism. These samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism, and these samples also passed functional tests with the safety shields activating properly and no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on 2 units. No adverse impact was reported regarding the patient or user.